Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm (this complaint), which occurred on the homechoice (hc) during use, during fill. The fill volume (fv) equaled 805ml. The heater bag was empty and per the caregiver (cg) the heater bag became disconnected at 4am and solution leaked on the floor. The baxter technical service representative (tsr) explained about not reconnecting the bags. The tsr assisted to end the therapy and advised them to let the registered nurse (rn) know that the cg reconnected the heater line. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Home care services transferred call on (B)(6) 2012, from home patient's (hp) registered nurse (rn) to product surveillance to report a separation between heater bag and cassette . The rn said the hp had reported that this occurred twice, last month as well. The cycler was beeping during the night, during dwell, the hp would started it back up and beeping stopped. On drain three, hours later, beeping again, the customer noticed that the heater bag came loose from the cassette. The rn said the hp would just connect them back again, therapy continued as normal. No additional information provided.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.